Event description:
The manufacturer was informed of the explanation of a perceval s size s valve due to the sever central leak. Based on the new information received, the valve is implanted on (B)(6) 2021. The valve was well positioned but the leaflets did not coap properly. After finishing the cec, they noticed a sever aortic insufficiency. Clamped the aorta again, retrieve the valve, collapsed the same valve again and implanted the valve one more time. The leaflets one more time did not coaped properly. The surgeon stopped the cpb and noticed a severe intervalvular leak through intraoperative ete. The surgeon decided to explant the valve again and implanted a 19 mm sutured valve instead. Patient was stable during this time and no consequences has been reported.

Manufacturer narrative:
The device was returned to the manufacturer. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The morphology of the second leaflet that appears tensioned, as to be considered in the tolerance limits. Then, in order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg was 2.25 cm2, well above the iso 5840 minimum requirement of 1.05 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is (B)(4) and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. Thus, the pvs 21/s (sn (B)(6)) meets the iso 5840 minimum requirements. No regurgitation and/or anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device since no regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions. Furthermore, the document review performed, indicated that the process was performed in accordance with corcym specifications, and no manufacturing deficiencies were identified. Based on the manufacturer¿s clinical experience, the possible root causes related to events of intra-operative central leak could be related to device missizing or device mispositioning. However, this can not be ultimately confirmed based on the available information.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The steady flow test review on the valve were performed. The pictures of the valve demonstrated the acceptable opened and closed leaflet performance of the perceval pvs21. No anomalies were observed during the open/close cycle. The valve met the acceptance criteria of the steady flow test inspection defined in a corresponding procedure, the principal device function test at the time of release. The device is returned to the manufacturer and the investigation is on going. The follow up will be provided upon the completion of the investigation.